Manufacturer narrative:
Update: the devices associated with this report were not returned. A complaint database search finds no other reported incidents against the liner's provided product and lot combinations. Review of the head's device history records revealed no related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address an alleged elevated serum cobalt level.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 7/29/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis. The stem is being added for the alleged high metal ions (no labs provided). The complaint was updated on:8/26/2015.

Manufacturer narrative:
Update rec'd 9/2/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.